Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 156 mmol/l. The repeat result was 140 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.